Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicated normal function of the receiver stimulator with multiple electrode anomalies.the patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Patient returned to clinic on (B) (6) 2009 and upon interroga- tion the patient had high rv thresholds. Perforation was suspected. At explant, perforation was confirmed.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2009, and the patient was reimplanted with another device during the same surgery. (B) (4).